Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("hives"), pruritus ("itching"), amnesia ("memory loss") and speech disorder ("jumble up words while talking"). Essure was removed. At the time of the report, the medical device removal, urticaria, pruritus and speech disorder outcome was unknown and the amnesia was resolving. The reporter considered amnesia, medical device removal, pruritus, speech disorder and urticaria to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: urticaria, pruritus, memory loss, medical device removal, speech disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received: additional reporter and events were added. Initial and follow up 1 processed together. Events added: medical device removal, memory loss, jumble up words while talking. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("hives"), pruritus ("itching"), amnesia ("memory loss") and speech disorder ("jumble up words while talking"). Essure was removed. At the time of the report, the medical device removal, urticaria, pruritus and speech disorder outcome was unknown and the amnesia was resolving. The reporter considered amnesia, medical device removal, pruritus, speech disorder and urticaria to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: uiticaria, pruritus, memory loss, medical device removal, speech disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.